Manufacturer narrative:
Examination is not possible, as the device will not be returned. A review of the manufacturing records confirmed all components required for this product build were issued to the work order.

Event description:
It was reported that during a meniscal repair surgery, first anchor was inserted and when second anchor was inserted, item was deployed but did not hold. It was pulled straight out and no anchor was found, additionally suture was cut out. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.